Event description:
It was reported the patient's ICD exhibited episodes of non-sustained ventricular oversensing and external noise deactivations. Chest x-ray revealed no anomalies. The device was reprogrammed and the patient will be monitored closely. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).